Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump alarmed critical pump error and pump has stopped working. The customer¿s blood glucose level was 2.3 mmol/l. Customer stated that the insulin pump has cosmetic damage. The customer also stated that the reservoir lip ring was not damaged. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.